Manufacturer narrative:
Analysis found that the reported field event of backup vvi (bvvi) was confirmed in the laboratory, and was due to checksum error that was caused by code corruption. After a product download and reprogramming, the device resumed normal function.

Event description:
New information device was explanted and returned, no explant date provided. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation of the pulse generator exhibited backup vvi mode. The patient is dependent, the device could not be restored to establish battery condition. No intervention had been reported.